Event description:
It was reported that the bd ultra-fine¿ pro pen needle that after insertion, the insulin cannot be injected. The following information was provided by the initial reporter: ¿been told by several patients that with the 4 mm pen needles, the insulin cannot be injected (especially with doses for the night)."

Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.